Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump received insulin flow block alarm and was over delivering. Customer experienced low blood glucose and high blood glucose. Customers blood glucose value was below 60 mg/dl for low blood glucose. Customers current blood glucose value was 99 mg/dl. Customer treated high blood glucose with manual injection and later on added insulin pump which lead to low blood glucose. Customer treated low blood glucose with food. Customer stated that the insulin block alarm was resolved by complete set change. Customer alleged that the insulin pump was over delivering because the blood glucose was not been stable. No further patient complications were reported. Troubleshoot was performed and the customer will discontinue use of the device.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, and p-cap locks properly into the reservoir compartment. No¿ no delivery alarms¿ noted was during testing. Successfully downloaded history files and traces using thus. In further full review in the pump history found no delivery alarm in the pump history on (B)(6) 2022 at 16:31:46.000 during basal. Force sensor zero offset [within/not within] specification (-400mv). Successfully uploaded to carelink and generated reports. No over delivery anomaly noted during testing. In further full review of the pump history on the event date of (B)(6) 2022 found daily total of bolus deliveries of 2.8u at 00:00:00, (B)(6) 2022 8.2u at 00:00:00, (B)(6) 2022 8.6u at 00:00:00, (B)(6) 2022 6.3u at 00:00:00, (B)(6) 2022 7.6u at 00:00:00, (B)(6) 2022 7.6u at 00:00:00, (B)(6) 2022 10.2u at 00:00:00, 1.3u at 05:13:00.000, (B)(6) 2022 7.2u at 00:00:00, (B)(6) 2022 9.2u at 00:00:00, (B)(6) 2022 7.6u at 00:00:00, (B)(6) 2022 8u at 00:00:00, 3.5u at 14:42:30 .the following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay and stained keypad overlay. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. No delivery alarm was not confirmed during testing. Over delivery allegation not confirmed during full functional testing. Unable to verify customer¿s complaint for alleged high/low bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.